Event description:
It was reported that a large volume folfusor had its coil cap separate from the housing. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned, and the evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The lot 14g071 was manufactured on july 31, 2014 to august 01, 2014. The affected device was received for evaluation. Visual inspection on the device (via the naked eye) noted that the red coil cap had separated from its housing. The direct cause of the coil cap separation was due to a malformed housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.